Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during index procedure, target lesion #2 was 80% stenosed and not 90% as previously reported. In (B)(6) 2015, the patient presented for follow up visit after recent stress test which shown the evidence of silent ischemia. Patient also had symptoms of fatigue and shortness of breath. After the placement of 3.00x32.00 mm promus premier drug eluting stent to treat the stenosis located in the mid extending to distal right coronary artery (rca), post-dilatation was performed resulting to 0% residual stenosis.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07327 and 2134265-2015-07326. (B)(4) clinical study. It was reported that stent restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. Target lesion # 1 was a de novo lesion located in the 1st diagonal with 90% stenosis and was 28mm long with a reference vessel diameter of 3.50mm. Target lesion # 1 was treated with direct stent placement using a 2.50mmx12mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the proximal right coronary artery (rca) with 80% stenosis and extending to distal rca with 90% stenosis and was 2.50mm long with a reference vessel diameter of 2.50mm. The 90% distal stenosis in rca was treated with pre-dilatation and placement of 2.75x28mm. The 80% proximal stenosis in rca was treated with placement of 3.50x28mm and 4.00x12.0mm promus element plus stents with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with dyspnea and abnormal stress test and was diagnosed with coronary atherosclerosis and was hospitalized on the same day. Subsequently, the patient was referred for cardiac catheterization. The 99% stenosis located in distal rca was treated with balloon angioplasty and placement of a 3.00x32.00 mm promus premier drug eluting stent with no residual stenosis. The following day, the event was considered recovered and the patient was discharged on aspirin and clopidogrel.